Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic to for regular follow-up clinic visit. Upon interrogation the programmer exhibited a diagnostics anomaly with the longevity results. Patient was stable during visit.